Manufacturer narrative:
Film evaluation summary: the reported endoleak type 1a could be confirmed in the films provided. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is possible that disease progression with aneurysm morphology changes over the time of implant of the device may have contributed to the reported type ia endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a mm aaa. Approx. 7 years, 11 months post implant a type ia endoleak was observed on CT, it was reported at the time of implant the patient had a neck length of 13mm which was no longer there. It was additionally reported the patient had been treated for a type ii endoleak twice before. Intervention was performed on (B)(6) 2021 where coverage was extended up to the sma with a 32x32x49 endurant cuff , the renal arteries were then snorkelled with 6x59 and 7x59 non mdt (vbx) stents. A non mdt (gore) 32mm x45 cuff was additionally implanted to extend seal into the bifurcate. Endoanchoring was then performed to complete the procedure. Per the physician the cause of the event was neck disease progression with the aid of the type 2 endoleak no additional clinical sequalae were reported and the patient is fine.